Manufacturer narrative:
This is 1 of 2 reports (1st MDR).

Event description:
It was reported that the stent (subject device) was used in middle cerebral artery subarachnoid hemorrhage aneurysm treatment using a transcell technique. However, thrombus formation was observed after placement of the coils, resulting in loss of m2 visualization. The physician used pharmacologic treatment and the thrombus got resolved. However, an intracranial hemorrhage occurred, and the treatment was converted to craniotomy just before completion of the procedure. The physician performed aneurysm clipping, hematoma evacuation, and decompressive craniectomy. The patient's condition was reported to be poor, and ongoing bleeding was reported. An additional treatment is expected to be required. No further information was reported.